Event description:
A pt underwent evar using zenith products sometime a few years ago. The pt was not suitable for the endovascular repair; the proximal neck length was short; therefore, proximal type I endoleak had been concerned. The procedure was conducted with the pt's strong wish. Date unk: a routine f/u confirmed aneurysm in the proximal neck and proximal type I endoleak. Date unk: open surgery was performed to explant the zenith devices (the number of the device is unk) and artificial vessels were implanted. The pt is doing fine after the add'l intervention.

Manufacturer narrative:
Pt and device codes: endoleaks and explant are labeled in the IFU. Event eval: still under investigation.